Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During the investigation, the battery compartment was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on the results of the investigation completed (B)(6) 2018.